Event description:
The end user states the seat of her rollator has cracked again. She states the issue occurred while she was sitting on it. The end user heard a cracking noise and popped up before anything could happen.